Event description:
Boston scientific received information that during the device replacement procedure, the proximal ventricular setscrew of this device became stuck and stripped. The back of the device header was cut off and the ventricular lead was popped out. The device was explanted and returned for analysis. The ventricular lead remained implated with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the device was returned with the header detached and in pieces. The proximal ventricular seal plug was missing and the capture washer was distended due to the setscrew being backed out too far. This can be caused by the use of an improper or broken hex wrench. All setscrews moved freely and operated normally. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. Electrical testing could not be performed due to the separation of the device header. Analysis testing confirmed the reported product experience that occurred during the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.